Event description:
A malfunction was reported by the caller on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support with resetting the pump, and the malfunction code did not recur after the reset. The customer resumed insulin delivery.